Event description:
An adverse event was reported involving the medical device nr294z - as femur extens.stem 6° d12x157 cemented. Specifically, it was reported that following a partial revision surgery on (B)(6) 2025, due to loosening and migration of the femoral component, the patient presented again in (B)(6) 2026 with acute instability. Subsequent revision surgery confirmed a fracture at the femoral stem coupling, with associated periprosthetic metallosis, synovitis, and periprosthetic osteolysis. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.